Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on (B)(6)-2021 . The device evaluation was completed on (B)(6)-2021. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. After the dilator was removed by the physician, after left atrial transeptal access, the valve was leaking blood. Visual inspection does not show any pieces that seemed to be broken off from the valve. It is unknown if any internal portion of the hub was broken as the staff already packaged up the device for return. The sheath was being used on the patient and the physician immediately placed wire to exchange for another sheath. It is unknown if air entered the patient¿s body. The issue did not require percutaneous or surgical removal. Hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was minimal. No medical intervention was required to stop the bleeding. The sheath was replaced, and the case continued. No patient adverse event was noted when the patient was extubated after completion of the case. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Microscopic examination of the hemostatic valve surface showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record (DHR) was performed for the finished device 00001642 number, and no internal action related to the complaint was found during the review. Based on the completed DHR, the h4. Device manufacture date has been updated. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address this issue based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 7/7/2021 for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo" 8.5f bi-directional guiding sheath small and a hemostatic valve separation issue occurred. After the dilator was removed by the physician, after left atrial transeptal access, the valve was leaking blood. Visual inspection does not show any pieces that seemed to be broken off from the valve. It is unknown if any internal portion of the hub was broken as the staff already packaged up the device for return. The sheath was being used on the patient and the physician immediately placed wire to exchange for another sheath. It is unknown if air entered the patients body. The issue did not require percutaneous or surgical removal. Hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was minimal. No medical intervention was required to stop the bleeding. The sheath was replaced, and the case continued. No patient adverse event was noted when the patient was extubated after completion of the case.